Event description:
This report summarizes 14 malfunction events in which the device was reportedly leaking. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 14 reported events are included in this follow-up record. Product return status: 13 devices were received. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 12 devices were received. 1 device investigation type has not yet been determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 14 malfunction events in which the device was reportedly leaking. 14 events had no patient involvement. No patient impact.